Event description:
It was noted the patient died approximately eight months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic esc and white substance. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eight months post the implant of the ipg system.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) no anomalies found, outer insulation cosmetic esc and white substance. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic esc and white substance. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.